Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2022 and suture was used. During the procedure, at 18:00, it was reported that the problem of pulling off suture needle happened during sewing myocardium in surgery. Resulting in that the suture needle could not be found. The head nurse finally found it under the doctor's feet, delaying surgery time. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? Any additional tissue dissection damage due to searching for needle?

Manufacturer narrative:
(B)(4). Date sent to FDA: 07/28/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional event information received: this event was that the suture needle was fractured when the operator used the needle holder to hold the suture needle. The broken end of suture needle was close to the needle-suture junction, but not the needle-suture junction. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. (B)(4). Date sent to FDA: 07/28/2022.